Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2137, awareness date 29-oct-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. The consumer reported she had high progesterone level and an iud would not fit inside her. Essure procedure was the only procedure her doctor would perform on her and it took about 1 and a half hour. During her procedure a coil broke and according to her, no one could confirm whether all pieces were removed. She had massive bleeding for several months then went into full blown menopause. She was a very active and healthy person before the essure procedure but since having it done her body had changed drastically. She had arthritis in back as well as neck, multiple joint problems and could hardly walk at times. She had experienced multiple vaginal infections, polyps on her uterus lining and unexplained breast pain that would never go away. She was gaining about 2 pounds a month no matter how much she exercised or watched her diet. She also had horrible mood swings accompanied by depression for which she was seeing a counselor and requiring medication. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and during insertion procedure a coil broke. She also had massive bleeding (interpreted as genital bleeding) for several months. Genital bleeding is a serious event due to medical significance and listed in the reference safety information for essure, device breakage is non-serious and unlisted. After essure insertion genital bleeding may occur. In the present case, consumer had a history of hormonal disturbance and was on perimenopause, which could be alternative explanations for the massive bleeding. However, given the positive temporal relationship and nature of this event, a contributory role of essure cannot be excluded. During difficult insertions, single cases have been reported of essure breakage. In the present case, the device breakage occurred during essure insertion procedure, therefore causality with the suspect insert cannot be excluded. Additional non-serious events were reported. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up received on 09-dec-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. (B)(4). Final assessment: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and during insertion procedure a coil broke. She also had massive bleeding (interpreted as genital bleeding) for several months. Genital bleeding is a serious event due to medical significance and listed in the reference safety information for essure, device breakage is non-serious and was considered anticipated upon receipt of the product technical analysis. After essure insertion genital bleeding may occur. In the present case, consumer had a history of hormonal disturbance and was on perimenopause, which could be alternative explanations for the massive bleeding. However, given the positive temporal relationship and nature of this event, a contributory role of essure cannot be excluded. During difficult insertions, single cases have been reported of essure breakage. In the present case, the device breakage occurred during essure insertion procedure, therefore causality with the suspect insert cannot be excluded. Additional non-serious events were reported. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. Based on the available information, there is no relationship between the reported events and a quality defect. No active follow-up will be pursued, as this case was identified during (B)(6) monitoring.